Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had an artificial urinary sphincter (aus) cuff implanted to now have a double cuff using a y-connector. It was further reported that the extra cuff was implanted to increase the patient's level of continence as the patient was leaking some urine.